Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited oversensing. Boston scientific technical services (ts) reviewed fax received and saw 3 oversensed beats when pacing at 100 pulse per minute (ppm). Ts indicated that impedances were fine and discussed p wave oversensing, t wave oversensing and possible air bubbles. Additional information indicates that there were air bubbles and was resolved within few hours. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.